Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was about 400 mg/dl. Customer declined to troubleshoot for the high blood glucose value because she had a stomach virus. Customer stated that insulin pump was not damaged and reservoir can lock in place. The insulin pump will not returned for analysis.